Event description:
It was reported that the ventilator generated an alarm. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator generated alarms. The reported event could not be duplicated during examination. The ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).